Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device. A visual assessment was performed and the reported condition was confirmed. The assignable root cause was determined to be mis-handling by allowing the cable to come in contact with a sharp object. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during post-surgery, it was discovered that the foot control device had a ¿cord cut during room break down after surgery¿. There were no delays to the planned surgical procedure as a spare device available for use. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.